Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is estimated as (B)(6) 2010, the first day of study enrollment. Date of implant is estimated as (B)(6) 2010, the first day of study enrollment. Date of death is estimated as (B)(6) 2010, the first day of study enrollment. There was no reported device malfunction and the product was not returned. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Attachment: article; (journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology vol 10 issue 1): validation of residual syntax score with second-generation drug-eluting stents: one-year results from the prospective multicentre seeds study.

Event description:
It was reported through a research article identifying the xience v stent delivery system and indicated that the device may be related to the following: patient death. Specific patient information is documented as unknown. Details are listed in the attached article, titled validation of residual syntax score with second-generation drug-eluting stents: one-year results from the prospective multicentre seeds study. No additional information was provided.